Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during the procedure, the balloon had a rapid loss of pressure, and it ruptured. The balloon was removed from the patient without intervention. Another balloon was used to complete the procedure. No patient injury was reported. The patient is fine.

Manufacturer narrative:
H5: correction: labeled for single use was answered incorrectly as no. The correct answer is yes. The investigation of the returned balloon catheter found the balloon ruptured distal to second marker band, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the rupture, but this condition is consistent with the device experiencing forces over specification due to over inflation.

Event description:
See h.10.